Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : updated due to re-open 11 sept 2020- ppf and medical records received. There is no new additional information that would affect the existing MDR decision. The devices associated with this report were not returned. A previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. No code available (3191) is used to capture surgical intervention and blood heavy metal increased.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf alleges elevated metal ions. Doi: (B)(6) 2007 - dor: (B)(6) 2012 (right hip).